Manufacturer narrative:
Received one photo showing leakage from the luer to luer connection below the chemolock port on the y-port. The complaint of leakage can be confirmed based on the photo provided. No product samples, or videos were returned for evaluation. No damages or other anomalies can be observed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 5258038 was reviewed and no non-conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. Without the return of the device a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involved a 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer where a doxorubicin leaked from an IV connection during a push administration. It was estimated a 3-4 ml of the drug was not administered as a result. The staff was exposed to chemo during the incident but they were wearing protection and the chemo spill was cleaned per facility protocol; however, there was no report of unprotected chemo exposure to the patient the patient did not receive a full dose pf chemo drug. There was no hole, cut, tears or any defect noted. There was patient involvement but no patient harm.